Event description:
It was reported that there were no difficulties advancing the filter through the deployment sheath and the development was smooth. However, when the filter was deployed in the patient only the arms opened, and all the legs were clumped together and did not open. The physician advanced a catheter and a snare to try and get the filter legs to open; however, the legs did not open. Therefore, the physician decided to retrieve the filter. The physician advanced a recovery cone and once he captured the top portion of the filter; he noticed that all of the legs opened. The physician continued the retrieval and successfully deployed another g2 via the same access site. There was no report on injury to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The device has been retained by the risk management dept at the user facility. The event investigation is currently underway.